Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
74-year-old male with history of cad, icm, ckd, dld, copd presented with acute on chronic decompensated hf. On (B)(6) 2025 attempted placement of impella 5.5 with difficulty due to tortuous anatomy. Buckling of the catheter noted. New impella 5.5 was then implanted. On (B)(6) 2025 patient underwent lvad implantation with explant of impella 5.5 without incident.